Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on july 24th reported the ¿severe problem¿ was referring to the fall and burning sensation along with the increase in symptoms. The rep stated the actions/interventions taken to resolve the burning after the patient fell was they were referred to their implanting healthcare professional (hcp). The rep stated the cause of the burning after the patient fell was not determine she needed to see her hcp. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had a severe problem and needed a healthcare professional (hcp) in the area that could see them for the device. The patient noted they fell and since the fall the patient had experiencing burning through the patient¿s skin. The patient stated the burning was getting worse and the patient didn¿t know what to do. The patient stated they had turned the device off. The patient noted they had fallen and then a had burning a couple of days prior to the call on (B)(6). Additional information from the manufacture representative (rep) on (B)(6) indicated they would call the patient. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.